Manufacturer narrative:
(B)(4). The customer reported that a speaker was not functional and therefore, no sound. No pt harm was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a speaker was not functional and therefore, no sound. No pt harm was reported.